Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to gastrointestinal discomfort after catching a cold however, the cause remains unknown. The patient was treated with cephalosporin (intraperitoneal) for the event. Pd therapy was ongoing. The patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.